Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event during peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following an allegation that the patient had received an m65 scale reading error warning coincident with long drain times and a large drain volume at the end of their treatment. It was noted that during cycle four, the patient had drained 4728ml which is 189% the patient¿s fill volume of 2499ml. The patient¿s name was not provided and additional follow up with the patient¿s nurse has been unsuccessful in obtaining additional information. At this point in time, there has been no report of patient injury or medical intervention resulting from the reported incident. It is unknown if the patient has continued with peritoneal dialysis therapy. Additional information was requested but is unavailable.

Event description:
Upon follow up with the patient¿s nurse, it was reported that the patient had experienced dyspnea as a result of the reported overfill event. The patient performed a stat drain to alleviate the symptoms. The peritoneal dialysis registered nurse verified that the patient did not experience any injury or require medical intervention as a result of the event. The pdrn was unaware of any issue with the patient¿s catheter that could have caused the patient to have difficulty draining. The patient has continued to use the same cycler for pd therapy but is not always compliant with their treatments. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.